Event description:
Just after orbital atherectomy was performed, the evercross balloon was inflated below nominal pressure. The nurse/tech observed that the balloon burst. They also had difficulty retrieving the balloon but they were successful doing do. The evercross balloon was separated completely from catheter but they were able to retrieve entire balloon.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records was conducted. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).